Event description:
It was reported that during an open total gastrectomy, the firing force of the device was higher than expected but the device was fired and the target tissue was cut and stapled properly. There were no adverse consequences to the patient. The condition of the target tissue was unknown. The device clamped the target tissue uniformly. The device did not clamp something hard such as an existing stale line. A purse-string suture was performed with a purse-string instrument at the anvil side. The anvil was set to the device with a clicking sound. The indicator was within the green zone before firing.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The analysis results found that the cdh25 device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. No incident related to the reported event was observed during the batch record review.